Event description:
This atrial lead (solia s 53) perforated, causing cardiac tamponade. Lead was explanted and replaced on (B)(6) 2025. The associated pacemaker and ventricular lead (solia s60) were replaced also, although no defects were suspected.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.